Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there might be problem with this right atrial (ra) lead. Boston scientific technical services (ts) advised to continue follow up with the physician. An attempt to obtain additional information was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.